Event description:
It was reported that the tip broke off and was discarded.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The aspiration needle broke off of the distal end. The distal tip was not received with the product. Unable to function test do to the broken needle. The probable root cause could be user excessive force. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the tip broke off and was discarded.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.